Manufacturer narrative:
(B)(4). Concomitant medical products: persona posterior stabilized femoral component, catalog #: 42-5000-066-01, lot #: 62375117, perosna 5-degree stemmed tibial component, catalog #: 42-5320-075-01, lot #: 63160957. Report source: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Product location unknown.

Event description:
It was reported that the patient was revised to address stretch restrictions. The insert used in the primary was thought to be too big preventing proper range of motion. No additional patient consequences were reported.

Event description:
It was reported that the patient was revised to address stretch restrictions. The insert used in the primary was thought to be too big preventing proper range of motion. It was further reported with more detail that three months after initial procedure, a stretch limitation of initially ten (10) degrees persisted, and gradually increased more. Despite adequate physiotherapy, the stretch limitation persisted.

Manufacturer narrative:
(B)(4). Year of birth (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation as it has been discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. (B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies were found. Review of the x-ray indicates no abnormalities or issues. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.